Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began six months prior to contacting lfs. The patient claimed she does not manage her diabetes with oral medication or insulin and in response to the reported meter issue, the patient indicated she continued with her usual diabetes management routine. As a result of the reported meter issue, the patient claimed she developed symptoms of heavy sweating, dizziness, and nausea at an unknown date/time later. According to the csr's documentation, the patient denied receiving any medical intervention/treatment during a doctor's office visit on (B)(6) 2011 (at 1pm) and on (B)(6) 2011 (between 9:30am-10am), the patient reportedly obtained a laboratory blood glucose result of "196mg/dl". At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per owner's booklet recommendation and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.